Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 196mg/dl. The customer's levels had been as low as 29mg/dl and had to be hospitalized. The customer's most current level was 161mg/dl. The customer treated the highs with the pump. The customer declined to troubleshoot for lows. The customer was advised to change entire set, reservoir and insulin. The customer was advised to monitor the device.